Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: while numbing a (B)(6) female patient for a lower mandibular block, the needle broke off into the patient's tissue. The patient had to go to an oral surgeon to remove the piece and it still has not been removed fully. The patient currently is doing ok, but still has a piece of the needle in her tissue. Upon follow up on 7-jan-2018, the customer stated that the needle detached completely at the hub. The needle was not bent prior to use. The needle detached during the first use. The needle is still inside the patient. The patient will need to go to the oral surgeon again to have it removed.

Manufacturer narrative:
The device history record (DHR) for lot number 818010 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples from each lot are inspected for cannula pull force, damage and proper assembly. The lot met all defined acceptance requirements and was released. A review of the entire DHR did not identify any manufacturing or inspection anomalies. Maintenance records (both corrective and preventive) and calibration records were reviewed with no issues related to the reported event. A review of the machine setup was conducted and there were no issues. All scheduled maintenance and calibration activities were completed. There were also no changes to the material related to the reported event. Additionally, there were no non-conformance records (ncrs) issued against the shop orders of the cannula used in production of the product. A photograph was provided for analysis. However, it was determined that the photograph was unrelated to the event and inadvertently attached to the complaint. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be conducted. Based on the available information there¿s insufficient evidence available to determine a most probable root cause. The investigation did not identify a systemic issue with the product or process. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.